Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient had chronic adult hydrocephalus and was implanted with the device. According to the report, the patient experienced an ¿abrupt¿ worsening of gait and cognitive impairment. The doctors performed tests and they had doubts regarding the proper function of the device. After, they went to the operating room and confirmed the device was obstructed. Prior to this, there were no system problems and the device had not been adjusted. The patient underwent a revision to replace the device. Reportedly, there was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, and leak testing. However, the valve did not meet requirements for pressure-flow, and pre-implantation testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.